Event description:
Additional information was received that the device was reprogrammed to resolve this event. The patient was stable.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient status is not known. No adverse events were reported.